Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged insulin pump error 29 on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Successfully downloaded history files and traces using thus software. No unexpected insulin pump error 29 noted during testing. However, there was no insulin pump error 29 alarm recorded and found in the formatted history file for the event date. Insulin pump error 29 alarm was recorded and found in the formatted history file from (B)(6) 2021 03:33:35.000 to (B)(6) 2021 22:56:03.000. Insulin pump was cut open to perform visual inspection and found evidence of moisture ingress on the electrical board 1 and force sensor noted. The following were noted during visual inspection: cracked keypad overlay and scratched case. In summary, customer alleged insulin pump error 29 not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an unexpected hardware reset occurred pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.